Event description:
The patient contacted animas on (B)(6) 2012 stating up arrow keypad button was unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the "ok", "down" and "up" keys intermittently respond. The keypad is undamaged and was removed to investigate: evidence of keypad contamination was located under the "contrast""up""down" and "ok" contact buttons. Unrelated to this complaint, moisture corrosion was visible in battery compartment. The pump cover was removed to inspect internal components. Moisture corrosion was visible in pump compartment and found on keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.